Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty retracting the lever was not confirmed as the foot deployment and retraction were verified via manually opening and closing the lever, with no difficulty noted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to difficult to open lever include, but not limited to interaction with tissue or suture caught in the foot. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a percutaneous coronary intervention. Reportedly, the footplate lever would not remain fully unfolded [open]. It always folded back [closed]. Another device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.